Manufacturer narrative:
It was reported there was no device malfunction and no longer reportable.

Event description:
Additional information received indicates a company representative met with patient and confirmed the device was functioning as intended.

Manufacturer narrative:
B3-date of event is estimated. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received. Section a4: patient weight is unknown.

Event description:
It was reported the patients ipg became inoperable following an unrelated surgery. Next course of action is undetermined at this time.